Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. Analysis determined there was a connector issue. The analyst noted there was intermittency between the pin and the cap on the is-1 connector. The distal and defibrillation conductors were distorted. All conductors had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. There was blood/body fluid on the outer tubing overlay. The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that the lead exhibited low sensing and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.